Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nausea, cholecystectomy, acid reflux (oesophageal), diarrhea, vaginal bleeding, paratubal cyst and adenomyosis. (B)(6) 2018-final diagnosis final diagnosis uterus and fallopian tubes, supracervical hysterectomy and bilateral salpingectomy - 1. Secretory endometrium. 2. Superficial adenomyosis. 3. Paratubal cyst. Concurrent conditions included renal cyst nos, indigestion, abdominal pain upper, pain chest, fatigue, palpitation, dizzy, anxiety and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), gastrointestinal inflammation ("gastrointestinal inflammation resulting in gallbladder and recurrent biliary stricture"), bile duct stenosis ("recurrent biliary stricture"), gallbladder disorder ("gallbladder disease") and menometrorrhagia ("menometrorrhagia "). The patient was treated with surgery (laparoscopic hysterectomy supracervical bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, bile duct stenosis, gallbladder disorder and menometrorrhagia outcome was unknown. The reporter considered autoimmune disorder, bile duct stenosis, gallbladder disorder, gastrointestinal inflammation, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details-right ostia visualized number of trailing coils:3. Left ostia visualized number of trailing coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: hsg showing essure with appropriate placement and no contrast beyond the device. Ultrasound abdomen - on (B)(6) 2014: impression: l study is negative for cholelithiasis or acute cholecystitis. 2. 2 cm simple right renal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nausea, cholecystectomy, acid reflux (oesophageal), diarrhea, vaginal bleeding, paratubal cyst and adenomyosis. (B)(6) 2018- final diagnosis final diagnosis uterus and fallopian tubes, supracervical hysterectomy and bilateral salpingectomy - secretory endometrium. Superficial adenomyosis. Paratubal cyst. Concurrent conditions included renal cysts, indigestion, abdominal pain upper, pain chest, fatigue, palpitation, dizzy, anxiety and depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), gastrointestinal inflammation ("gastrointestinal inflammation resulting in gallbladder and recurrent biliary stricture"), bile duct stenosis ("recurrent biliary stricture"), gallbladder disorder ("gallbladder disease") and menometrorrhagia ("menometrorrhagia "). The patient was treated with surgery (laparoscopic hysterectomy supracervical bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, bile duct stenosis, gallbladder disorder and menometrorrhagia outcome was unknown. The reporter considered autoimmune disorder, bile duct stenosis, gallbladder disorder, gastrointestinal inflammation, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details-right ostia visualized number of trailing coils:3. Left ostia visualized number of trailing coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: hsg showing essure with appropriate placement and no contrast beyond the device. Ultrasound abdomen - on (B)(6) 2014: impression: l study is negative for cholelithiasis or acute cholecystitis. 2 cm simple right renal cyst. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.